Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after inserting the syringe needle through the cartridge septum, it became blocked and the cartridge was unable to be filled with insulin. Customer changed the syringe needle to resolve the issue. There was no reported impact to customer's blood glucose.